Manufacturer narrative:
(B)(4). Insulin pump p-cap reservoir locked properly in place and passed displacement test. Insulin pump received with cracked reservoir tube lip.

Event description:
Information received by medtronic indicated that the retainer ring of the insulin pump had a crack. The insulin pump was neither bumped nor dropped. Reservoir was able to lock in place when inserted into the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.